Event description:
It was reported that balloon ruptured occurred. The target lesion was severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.